Event description:
No additional information.

Manufacturer narrative:
A sample of item number: 2426-0007 was received for quality evaluation. Visual inspection was conducted, and no damages or abnormalities were identified. The infusion set was then primed with water to determine if there were any leaks, air-in-line or occlusion issues. No issues were identified during priming. A simulated infusion was then conducted at a rate of 125 ml/hr for 1 hour. There were no indications of leakage, air-in-line or occlusions. The customer complaint of air bubbles / air in line was not confirmed. Based on the description of the failure, described by the customer, they experienced a bubble in the pumping segment. This can be caused if the infusion set is not loaded correctly or in a medication push is conducted during the infusion without clamping the infusion set correctly. Due to the failure not being replicated during the investigation a root cause could not be determined.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air bubbles the following information was received by the initial reporter with the following verbatim: in the pump segment of the tubing, immediately below the blue piece that goes into the top of the IV channel, there was a large bubble.